Manufacturer narrative:
(B)(4).device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a sigmoidectomy, the device did not fire. A manual device was used to complete the case. There was no injury or adverse event reported.